Manufacturer narrative:
Evaluation summary: it is reported that the screw was not used to connect the stem extension, which is not according to the surgical technique. It is recommended to insert and tighten the screw through the top of the tray to further secure the stem extension before the tibia tray and stem extension assembly is impacted and implanted into the patient. Improper technique appears to be the cause of the problem. Evaluation results: no product or x-rays were returned for evaluation. No lot number was provided; therefore, device history records could not be reviewed.

Event description:
It is reported that the device was implanted in 2007. During the procedure, a nexgen knee was implanted with a standard pre-coat tibia and a 15x30mm nexgen stem extension. The stem extension was impacted into the tibial component on the side table. It appears that while the tibial plate was impacted into the patient, the stem extension came loose. The bolt was not applied to the connection of the stem extension to the tibial component. A final x-ray indicated that the stem extension had detached. The extension was left cemented in the patient.